Event description:
Info rec'd indicates the pump was with pt when it stopped running. Now when the pump is turned on and the run button pushed, nothing happens.

Manufacturer narrative:
The event log does not show that pump stopped by itself. Button start/pause works intermittently because of bad solder. The solder is not concave which indicates a poor soldering connection. Pcb has been replaced and pump retested and passed.